Event description:
It was reported that during device change out for normal eri, when the chronic lead was connected to the new device, all measurements were normal. During induction testing, low, out of range hv lead impedance was observed and the device failed to rescue the patient. External defibrillation was used. The chronic lead was capped and replaced and all measurements were normal. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.